Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d7a, d8, d9, h3, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the grasping section was closed without grasping any tissue (including after tissue resection) while the output was activated, leading to tearing of the tissue pad. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the laparoscopic cholecystectomy procedure, tissue pad peeling was confirmed on the sonicbeat surgical instrument. No parts fell off. The procedure was completed after replacing another one. No health hazards have been reported in this event.